Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent insulin leakage around the cartridge while using the ilet, resulting in elevated blood glucose and site changes; the user observed insulin at the cartridge area and suspected the tubing or connector despite using new cartridges and connectors from different lots. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond infusion set changes and no hospitalization. Investigation included complaint handling and attempts to obtain affected components for evaluation, but no device or supplies were available for return because the user had already discarded them and the loaner pump had been returned through a separate channel. Investigation of this case revealed no device available for analysis and no confirmation of a hardware malfunction. It was concluded that the event could not be confirmed and the root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.